Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076 implantable pacing lead: (B)(6) 2001. A 4196 implantable pacing lead: (B)(6) 2010. (B)(4).

Event description:
Additional follow up information was received stating the rv lead high threshold was a patient condition and there was no malfunction with the rv lead.

Event description:
It was reported that the right ventricular (rv) lead had high threshold. Additional information has been requested, but is not available. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.